Event description:
The pt is pursuing a product liability claim arising out of the use of a durom acetabular cup. It was reported by the pt's counsel that his client rec'd a durom component 48 code n, on (B)(6) 2008 due to pain. It was also reported that there was no obvious problem or loosening of both implanted components, hence an exploration surgery was decided, where in the end both products were explanted. Both cup and resurfacing component were stable. Infection was found during surgery.

Manufacturer narrative:
The manufacturer did not receive devices for review. Based on an extensive investigation of events reported from several user facilities outside the us, zimmer identified that most probable cause for the outcome observed was a loose or unstable cup that resulted form use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the us was initiated in (B)(4) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the us. A similar cup, compatible with the metasul ldh femoral head, is cleared in the us and a corrective action for this product was reported to the FDA in july 2008 as correction (B)(4). Should add'l info becomes available and/or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).